Event description:
It was reported that the patient underwent placement of an interspinous spacer at l4-l5 as part of clinical study. Patient symptoms started with right-sided sciatic pain, low back pain and tender to touch back. According to the report, an x-ray revealed that the spacer had moved out of its intended lumbar space and migrated into the soft tissue within the back. The patient is being monitored however, there are no plans to remove the spacer. The patient's current status is reported as stable with intermittent pain. No further complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.